Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with tumescent infiltration pump. The customer states that foot pedal is not operating properly. The pump remains on constantly and will not turn off unless the foot pedal wire is manipulated.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.